Event description:
Device report 5 of 6: reference MFR report: 1627487-2012-09166, 09167, 09168, 09435, 09539.

Manufacturer narrative:
Results: as received, both extensions header segments had broken wires in the strain relief header segments and all channels measured open. The single extension header had terminal end electrode broken off in the connector block. Two of the terminal end segments had multiple opens. Lastly, the terminal end electrode of the octrode lead had broken off in the header of the single extension. The damage observed is consistent with an overstress condition the extensions and leads were subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.